Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the catalog and lot numbers were not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius clinical manager (cm) reported that a blood leak event occurred in (B)(6) 2019; the exact date of occurrence was unspecified. The leak was coming from a fresenius bloodline. Specific event details, patient information, and product information could not be provided. The cm was not present when the reported event occurred, and she was unable to gather additional information. The cm stated there was no documentation of the reported event. No sample is available to be returned to the manufacturer for physical evaluation.